Event description:
Customer reported via phone call that that there is air bubbles in the reservoir. There are air bubbles in reservoir and also in the tubing. The blood glucose reading was 386 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.